Event description:
It was reported to philips that the system would not boot up, stopped at 00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.